Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed bench testing with no anomalies found. It was noted that the lower case and bail covers were broken, the upper case was dented and broken, the ring cover was contaminated, the lead flex cover was corroded, and the display was out of electrical specification. Further analysis was performed on the display module. Visual inspection did not reveal any anomalies. Bench analysis found current drain failure. Conclusion: confirmed the active current failures caused by a diode component failure. (B)(4).

Event description:
It was reported the epg (external pulse generator) did not pace consistently while attached to a patient. The epg was replaced. It was returned for repair/calibration. No patient complications have been reported as a result of this event.